Event description:
It was reported the device exhibits remove and reattach cassette. The patient states she has had the remove and reattach cassette alarm about 4 or 5 times since yesterday. The screen reads running continuous reservoir empty in 12 hours and 29 minutes. Res vol is 28.7 ml and the green light is flashing. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.